Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 3.00mmx12mm emerge balloon catheter was selected. It was noted that the catheter was bent while still inside the sealed packaging. Upon removal of the device from the packaging, the catheter broke off completely.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with a product mandrel in the wire lumen and the balloon protector over the balloon. The hypotube shaft was completely separated 3.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There were no kinks. There was no damage or irregularities to the inner and outer shaft. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00mmx12mm emerge® balloon catheter was selected. It was noted that the catheter was bent while still inside the sealed packaging. Upon removal of the device from the packaging, the catheter broke off completely.